Event description:
On (B)(6) 2025, an impulse dynamics field representative was notified that a patient implanted with an osm ipg had their device explanted. The rep was informed that the patient had left town urgently for a period of months and had forgotten to take their ipg charger with them. When the patient returned for a clinic follow-up, the device was off and could not be blind-charged or interrogated. It was reported the patient previously had been non-compliant with clinical follow-ups and device charging. The physician estimated the patient's ipg had not been charged in at least 4 months. In that time, the patient's ejection fraction had reportedly declined. In consultation with the physician, the patient elected to have their ipg replaced and committed to more consistent charging practices with the new device. The replacement procedure occurred on (B)(6) 2025 without complications and the patient was discharged on the same day. The explanted device is currently being sought for further evaluation by impulse dynamics USA in marlton, nj.